Manufacturer narrative:
H6: the reported duckbill basket punch, intended for use in treatment, will not be returned for examination. However photographs were supplied. Examination of the photographs confirmed the reported breakage. The actuator has broken where it interfaces with the movable jaw, the movable jaw is free from the shaft. The cutting edges of the shaft appear to have been filed flat, this condition would require the use of excessive force to cut. The device appears to have been repaired in a manner inconsistent with current smith+nephew practices which contributed to the reported failure. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. E1: foreign zipcode (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthroscopic surgery the device broke off, all the broken pieces were removed by the doctor. No patient injuries or delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.